Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation).

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they troubleshot over the phone and had the unit running over night. They were unable to duplicate the error. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump(iabp) unit not alarming when balloon is not attached, nor when the helium tank is attached. There was no patient harm or injury reported.